Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG fault 3" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including device testing and stressing with known good cables and simulator and bench testing without duplicating the report. An internal inspection found no discrepancies. Accessories used were not returned as part of this investigation. The analog board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.